Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. The patient was in stable condition.